Event description:
The customer had high blood glucose. The mother stated that the pump was not beeping. Troubleshooting was performed. The audible tone could not be heard. Advised mother to remove from pump and revert to manual injections.